Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
A voluntary MDR report was received on 7/18/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It has been reported that there was a difference in readings of 80-140 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the a, b, and c zones of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).